Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent j1 battery connector. The root cause for the defective j1 connector could not be positively identified. No adverse event resulted from the damaged monitor.